Manufacturer narrative:
Two (2) pushers were returned for evaluation. It was not possible to determine which pusher was the pusher indicated in the complaint, based upon the given information. Visual analysis of the pushers revealed both pushers were cut at the pet transition sections that connects the body coil to the hypotube, in which the body coil appears to have been pulled off from the hypotube on both pushers. However the rest of both pushers were missing, which included the black pet detachment zone where the monofilament, heater coil, and solder joints are located. As a result, no further analysis could be performed to determine the cause of the reported complaint. Three (3) fluoroscopic images were supplied by the customer. Analysis of the fluoroscopic images show segments of the coils within the aneurysm, but also shows part of the implant coil within the parent artery and outside of the microcatheter. Based on the investigation, coil segments within the aneurysm and part of the implant coil within the parent artery and outside of the microcatheter can be confirmed; however, the reported complaint of the detachment cannot be determined, as the remainder of the pushers were not available for analysis. The exact root cause of the detachment is unknown; however, the devices exhibited evidence of excessive tensile force that exceeded the maximum strength specification.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that after placement of an embolization coil in a right vertebral artery aneurysm, the coil did not detach. The coil was re-positioned in the aneurysm, and several attempts were made to detach the coil; however, the coil did not detach. During removal, the coil detached inside the parent vessel. There was no reported intervention or patient injury. The patient is reported to be alert.